Event description:
It was reported a patient underwent a revision spinal surgery due to a non-union. During surgery, an identiti pc cage was found to have broken postoperatively.

Manufacturer narrative:
The implant has not returned for evaluation. The part number and/or lot number were not provided; therefore, a review of the device history records could not be performed. Based on information provided, the root cause cannot be determined at this time. If additional information is received, a supplemental report will be submitted.